Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). DHR / repair record review: the device history record (DHR) of homecare activecare+sft unit serial number (B)(4) is reviewed and noted no related non-conformance's, requests for deviation (rfd) or any other issues with the repair. The DHR review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Upon reviewing mcs legacy complaints data and DHR it is noted that device is not previously repaired with current serial number (B)(4). When the device serial number was (B)(4), it was repaired 1 time for a complaint for partial inflation reported event and it is not related to current reported event. In 2014, the device serial number was updated from (B)(4). Hence for trace-ability, repair work done when device serial number was (B)(4) is considered as previous repair. Above noted complaints represent well understood events that have previously been subject to a comprehensive, documented complaint investigation and this device has not been repaired previously for same type of issue. Hence no further action is needed at this time. Device evaluation results: on (B)(6) 2019, it was reported that the charging port connector was loose. While evaluating the device service technician confirmed the reported event because ovp/dc socket on base of device was not able to hold the dc input of power supply and found below mentioned failures with the device. Dc adapter wire broken next to connector. Carrying strap was not returned. Cover, base, battery door were discolored. Cover was broken by strap loop, base was broken by right strap loop. Serial number is unreadable and device was missing 4 bumpers. Ovp/dc socket was not able to hold dc input of power supply in place. Service technician scrapped the device after noting these failures. The device was inspected. Probable cause: the root cause of reported event cannot be determined with the information provided. If ovp/dc socket was damaged it will not allow the battery to charge and device to function as intended. The reported event was confirmed during inspection of the device and the device was scrapped. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of information provided during investigation determined that there is no further action needed at this time (ie / CAPA / scar / hhe / d). This complaint is determined not to be a new confirmed quality or manufacturing issue, no patient impact is noted. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that the charging port connector was loose. The event occurred during cleaning and troubleshooting. Investigation revealed that the device had a broken wire. No adverse events were reporter as a result of this malfunction.